Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found that flex vison pc grabber card malfunction. Upon troubleshooting, fse found flex vision pc was defective. The frame grabber captures the video from the system. To resolve the problem, fse replaced the flex vision pc and return the part for further analysis, and it found the grabber card is malfunction. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, on another work order philips has initiated a medical device correction (z-1144-2024). After replacing the flex vison pc and implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to display images, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.